Event description:
It was reported that during the beginning of a da vinci si low anterior resection procedure, the surgical staff experienced double vision. The system was restarted twice and multiple endoscopes were tried, however, the issue could not be resolved. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
As part of intuitive surgical's failure analysis investigation, the system was evaluated at the site by a field service engineer (fse). System testing was performed using the customer's 30 degree endoscope and 3d calibration tool. The fse was unable to replicate the customer reported malfunction and the root cause of the customer reported failure mode cannot be determined. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.